Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log showed that at the time of the customer's report, the shock button on the device was pressed instead of the shock button on the paddles. Additionally, when the shock was attempted with the paddles shock button, the device was not set to 30 joules. This is not a device malfunction. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.